Manufacturer narrative:
The device was not returned for evaluation. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ¿visually inspect the product for any imperfections or surface deterioration prior to use. To use: insert rounded end of catheter."

Event description:
It was reported that some of the catheters were not going all the way in. The patient stated that it felt like there was an obstruction. Additionally, some of the catheters were twisted and crinkled upon delivery, straight out of the box. The patient's wife advised via phone on (B)(6)2019, that they received the replacement catheters from a different lot and they were working much better. .

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that some of the catheters were not going all the way in. The patient stated that it felt like there was an obstruction. Additionally, some of the catheters were twisted and crinkled upon delivery, straight out of the box. The patient's wife advised via phone on (B)(6) 2019, that they received the replacement catheters from a different lot and they were working much better.